Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2026 and absorbable hemostat was used. During surgery, the absorbable hemostat was used. The patient experienced chest pain the night after surgery, and qt prolongation was observed on the electrocardiogram. Nitroderm was applied. The patient was recovered after the procedure, (the day after the surgery). The doctor thinks it's a symptom associated with postoperative anemia. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indications for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. In addition to the nitroderm, has any surgical or medical intervention been performed? 10. Does the physician¿s believe that the post-operative cardiovascular observations are associated with the surgicel powder used in the knee? Please provide all available details. 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 12. What is the patient¿s current status? 13. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.